Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of an erroneous high inr result with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the hospital laboratory at 12:00 p.m. Was 1.4 inr. The customer tested on his meter at 3:10 p.m. And the result was 2.3 inr. The customer was in the hospital for pneumonia and had received one nebulizer treatment. The customer's therapeutic range is 2.0 - 3.0 inr. The result from the laboratory was believed to be correct and the customer's warfarin dose was not adjusted. There was no allegation that an adverse event occurred. The customer is in stable condition. The customer is not anemic or polycythemic, does not have anti-phospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The customer has not been eating because he has been ill. The customer has not had any symptoms of bleeding or bruising. The meter and test strips were requested for investigation. The meter and test strips were returned. The returned customer test strips were measured with the returned meter with liquid qc of a high level. Qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. The result alleged by the customer was not found in the meter memory. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.